Manufacturer narrative:
D10: (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3 (B)(6) 02-012-39-3030 - logic tibia fin tray cem sz 3f/3t (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 201-78-12 - holding pin lg head sharp point med 2pk (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-80 - 3" trocar, hex 2pk. (B)(4). 201-78-80 - 3" trocar, hex 2pk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient who had a right total knee arthroplasty, underwent a revision procedure, approximately 11 years 10 months post the initial procedure. The patient had sepsis of the right knee. A washout and poly swap of the same size implant was performed by the surgeon. There was no device breakage or surgical delay during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted device is not available for return as the hospital won¿t release the device. A device image was provided. No further information.